Event description:
It was reported by service report that there were no bed functions and the bed was stuck in high height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler limit switch out of adjustment.